Event description:
Foreign distributor contacted dexcom technical support on (B)(6) 2015 to report in behalf of the patient intermittent out of range signal on (B)(6) 2015. The foreign distributor did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).